Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (15 mg/ml, 5 mg/day) via an implantable infusion pump. The indication for use was not noted. The company representative was unable to obtain the drug lot number, concomitant medication list, and patient age/weight. The patient medical history was requested; however, was not available and unable to obtain. It was reported that during a device follow-up, the programmer showed that a "motorstall occurred" after interrogation. It was reported that there was no acoustic alarm and no symptoms/increasing pain experienced. It was unknown what led to the event, as the patient had come to the hospital for a normal follow-up and refill. No diagnostics or troubleshooting was performed and no interventions or actions were taken. It was unknown what date the motor stall occurred, regarding whether it occurred in the past or during the refill. It was also unknown if the patient had an MRI during the period between the last refill and the when the motor stall was noticed. It was also unknown if the issue was resolved, as of (B)(6) 2015. The patient was to get refilled at the end of february and the company representative was going to get more information (log-data). There were no plans for a surgical intervention. The patient status was "alive - no injury". Additional information was requested regarding whether the motor stall recovered. Should additional information become available, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the manufacturing representative later indicated that the motor stall recovered and the pump was functioning as normal. It was noted that the patient experienced good pain release during all the time. It was noted that electromagnetic interference cannot be excluded